Event description:
7 x 25mm interference screw broke during insertion into the femoral tunnel. The surgeon was doing a bone-tendon-bone graft and used both the starter and tap. It was reported that all pieces of the screw were removed, however, if this incident were to recur, there is the potential for fragments to remain in the pt. It was reported that no pt injury or complications resulted from this event.